Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient presented with preoperative diagnosis of: degenerative disk disease with foraminal stenosis,l3-l4,stenosis on the left; degenerative spondylolisthesis grade 1, l4-l5 with sub articular stenosis and synovial cyst on the right; post laminectomy l4-l5 left with complete facetectomy and postoperative instability. Patient underwent following procedures: anterior lumbar interbody fusion l4-l5; insertion of lordotic cage, l4-l5; anterior plate fixation, l4-l5 using 3 screws,6.0 diameter; posterolateral fusion l4-l5; bilateral pedicle screw and rod fixation l4-l5; decompression of the l3-4 foraminal stenosis using interspinous spacer; laminotomy, l4-l5 right with relief of sub articular stenosis and excision of synovial cyst. Per operative report: ¿¿18 mm 12 degree lordosis medium implant was selected. The space was filled with bmp and allograft. The implant was impacted flush with anterior aspect of vertebral body. The plate was fixed to the vertebral bodies by 3 screws (2 cephalad, 1 caudal). All screws were 30 mm length and 6 mm diameter. The locking plate was then snapped into place over the front of the screws that were in the plate. Laminotomy with neurolysis was performed and a synovial fluid was excised on the right at l4-5. 6.5 x45 mm screws were inserted in the l4 and l5 bilaterally. The decompression of stenosis at l3-4 was accomplished using spacer (12 mm).the transverse processes were decorticated and bone graft which included bmp and the allograft bone were placed in the lateral gutters on both the right and left side. The connectors were attached to the top of screws followed by lock nut. The rod on the right was 4 mm and one on the left was 3.5 mm. All connectors were tight and lock nut was broken off flush with the torque wrench. The tisseel was placed in the laminotomy opening on both sides to prevent any excess exuberant bone growth.¿ on (B)(6) 2010: patient was discharged. Discharge diagnosis of: degenerative disk disease with foraminal stenosis,l3-l4,stenosis on the left; degenerative spondylolisthesis grade 1, l4-l5 with sub articular stenosis and synovial cyst on the right; post laminectomy l4-l5 left with complete facetectomy and postoperative instability; postoperative anemia, requiring blood transfusion. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.